Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019, that the patient was hospitalized due to small bowel perforation and a liver abscess from (B)(6) 2018 until (B)(6) 2019. The liver abscess was removed. No further information regarding treatment was reported. The therapy was discontinued and the peg/pej were removed. The date of explant is not known. The patient takes oral medication.